Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The peritonitis was manifested by cloudy pd effluent, abdominal pain, and fever. On the same day as onset, the patient was hospitalized for the event. On an unknown date the patient began treatment for the peritonitis with levaquin (orally, 500mg, frequency not reported) and with gentamicin (intraperitoneally, 60mg frequency not reported). Twelve days after being admitted, the patient was recovered from the peritonitis event and was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. It was not reported if extraneal therapy was ongoing. No additional information is available.